Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of leakage as the infusion set tubing was leaking at site after being used for no more than 2 days. Patient's blood glucose level at the time of event was 280mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.